Event description:
Diagnostic test results were received from the doctor that indicated that the output status indicated that the output current was not being delivered. Lead impedance was provided to be within normal limits, but no impedance value was reported. No surgical interventions have occurred to date. No other relevant information has been received to date.

Event description:
Surgical intervention has occurred for this patient and the generator was replaced. The generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The generator was received by the manufacturer and underwent product analysis where the device output signal was monitored. The generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.